Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a part adjustment was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The alinity ci-series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
After further evaluation, this event determine to be related to fa26jul2021,(rcr# 3016438761-2021-00270-00c). After further evaluation, the suspect medical device was changed from alinity c processing module, ln 03r67-01 to alinity ci-series system control module, ln# 03r70-01. MDR # 3016438761-2021-00301 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased total bilirubin result generated on the alinity c analyzer on one patient. Results provided: 20 / another analyzer = 280, previous result was around 300 (no units provided). No impact to patient management was provided.